Event description:
It was reported that the right ventricular (rv) lead had oversensing with a high sensing integrity count and noise. Additional information has been requested, but is not available. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Conclusion: it was reported that the right ventricular (rv) lead had oversensing with a high sensing integrity count and noise. It was later reported that the rv lead had previously fractured and the pace/sense portion of the lead was capped and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. (B)(4).

Manufacturer narrative:
Product event summary: the save to disk of the associated device was reviewed. It revealed ventricular oversensing. There was one ventricular non- sustained tachycardia equal to 130 ms on (B)(4) 2012. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).